Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 499 mg/dl (aviva (B)(4)) and 165 mg/dl (aviva (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Pt reported the infusion device delivered insulin inaccurately. Pt stated she received an elevated blood glucose reading of 450 mg/dl. Pt reported she changed the infusion set and the batteries but again received an elevated blood glucose level. Pt stated she switched to the backup infusion device and then her blood glucose level returned to normal. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This medwatch is for aviva meter (B)(4). Reference medwatch with (B)(6) for aviva meter (B)(4).